Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using the high flow insufflation unit the pneumoperitoneum did not rise to the set value. The issue was found during an unspecified therapeutic procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no abnormality in appearance.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.